Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 596 mg/dl. The customer treated with the insulin pump. Customer states he has bee having issues with the sensor. It keep beeping every 15 minutes. His blood glucose level went from 596 mg/dl to 40 mg/dl. Customer was assisted in troubleshooting and found that his sensor cannula was bent. Customer declined to troubleshoot for the blood glucose readings. The insulin pump will not be returned for analysis.